Event description:
Patient reported, right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, h.6.

Event description:
Patient reported capsular contracture baker grade IV on right side. Patient additionally reported ripping, muscle pain and cramps. The device remains implanted.

Event description:
Patient reported, right side capsular contracture, baker grade IV. Patient additionally reported, ripping, muscle pain and cramps. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification to device information d.4.: device details were provided but unclear which device belongs to which side. ¿mammary implant natrelle texturized round extra projection complete inspira tsx 375 g, lot: 22525896, expiration date: 28-sep-2022¿. ¿mammary implant natrelle texturized round extra projection complete inspira tsx 400 g, lot: 22679142, expiration date: 17-nov-2022¿. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.